Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm and notification light was not blinking. Customer's blood glucose was 95 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirm pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes or battery loaded voltage was less than 3.5v for 4 consecutive hours. The insulin pump was received with minor scratched lcd window and case. The insulin pump had a fading serial number label.